Manufacturer narrative:
As reported, during the procedure, the surgeon inserted the 3dmax light mesh through a 12 mm trocar. Upon visualization, a tear was observed in the upper portion of the mesh and the mesh was removed from the patient. The sample is reported to be available for evaluation; however, at this time it has not been returned. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 1,463 units. If/when the sample is returned and evaluated a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a tapp procedure on (B)(6) 2026, the surgeon inserted the 3dmax light mesh through a 12 mm trocar. Upon visualization, a tear was observed in the upper portion of the mesh. The mesh was removed, and a new mesh was used to complete the procedure. There was no patient harm or injury.